Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a routine check-up, non-sustained right ventricular oversensing which was actually noise was observed. Electrograms showed the noise had characteristics of myopotential oversensing. Turning off the low frequency attenuation was recommended but not completed as the noise could not be reproduced by arm movement or pocket manipulation. The patient will be followed up in three months. The patient condition is stable.

Manufacturer narrative:
Correction: manufacturer report 2938836-2016-05957 should not have been reported as a medical device report (MDR) as this product is ous unique and is not distributed in us.